Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and short v-v counts. It was noted that the patient appeared to be in some sort of agonal rhythm and there was no electrogram available that showed the sensing vector so it was unclear if there was a true lead issue. The lead remains in use. No patient complications have been reported as a result of this event.